Event description:
Sorin group (B)(4) received a report that the s3 roller pump alarmed and stopped during priming. The pump cover was open. The clinician closed the cover but the issue remained. The pump was power cycled and an error code was displayed. The clinician power cycled again, the alarm did not clear but the pump restarted. The clinician elected to use the pump during the case while overriding the alarm. There was no patient injury or involvement as a result of this event since it occurred during priming.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump, this event occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump alarmed and stopped during priming. The pump cover was open. The clinician closed the cover but the issue remained. The pump was power cycled and an error code was displayed. The clinician power cycled again, the alarm did not clear but the pump restarted. The clinician elected to use the pump during the case while overriding the alarm. There was no patient injury or involvement as a result of this event since it occurred during priming. The pump was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filled when the investigation is complete.